Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed no delivery alarm during manual prime. Customer's blood glucose was 330mg/dl at time of incident. Customer performed troubleshoot but again got no delivery alarm during manual prime. Insulin pump will not be return for analysis.